Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implantation in the right eye, the patient experienced poor vision, described as film over the eye, along with headaches and a foreign body sensation. The lens was subsequently removed and replaced with an anterior chamber intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was large myopic shift after implantation and mechanical complication of the iol. Based on additional information received on 03-feb-2026: the patient could not see well after original implantation procedure. The surgeon confirmed that the iol itself did not contribute to the events; instead, the refractive surprise was due to patient's prior refractive surgeries. The iol exchange was performed using the same model lens from the company, but with a lower power (six diopters less than the original). The patient's symptoms were resolved, and the surgeon reported a good prognosis. There was no further impact to the patient.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The lens was returned submerged in clear liquid inside a small, plastic specimen jar. Solution was dried on the lens. The optic was cut into two portions. One optic portion was scratched on the anterior surface near the edge. The power and resolution of the returned lens could not be re-evaluated due to the lens cut into pieces and the additional optic damage. A qualified cartridge and handpiece were indicated. A non-qualified viscoelastic was indicated. The root cause was determined to be unrelated to the lens. The completed questionnaire indicated that in the surgeon's opinion the complaint was unrelated to the lens. The reason was given as "the refractive surprise was due to prior refractive surgeries". The patient had previous lasik surgery. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company 22.5 diopter (add power +2.17/+3.25 diopter) lens was removed and replaced with a company 16.5 diopter (add power +2.17/+3.25 diopter) lens. This information of the replacement lens being the same lens model but 6 diopters less would also suggest and support that the diopter of the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).